Event description:
It was reported that the cine function was not operating properly. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and cabling related to the cine were reseated. The system was tested and found to be working as intended and returned to service.